Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged and that there was fluid ingression inside the dso sensor. Review of the event history log found high alarm displayed: cassette not attached properly. Service history identified the complaint was not related to a previous service of the device within the review period. The cause of the reported error is the dso sensor. The dso sensor and seal were both replaced.

Event description:
It was reported that the pump had a cassette detection error. There was unknown patient involvement. No patient harm/adverse event was reported.